Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The baseline gender/age characteristics is male/70 years old. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product identifiers. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made to no avail. If new information is received, a supplemental report will be submitted accordingly. Referenced article: the mb score: a new risk stratification index to predict the need for advanced tools in lead extraction procedures. Europace. 2020;22(4):613-621. Doi: 10.1093/europace/euaa027. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the creation of a risk stratification index to predict the potential need for advanced tools in lead extraction procedures. Out of 973 consecutive lead extraction procedures, 347 were due to unspecified lead dysfunctions, 46 were functional leads that were abandoned, 539 leads were extracted due to infection, 188 extractions were due to lead vegetation. Additionally, 6 patients experienced major complications during the extraction procedure, 2 led to procedural related deaths, and 4 vascular lacerations requiring surgical revision were noted. Pericardial effusion was also observed in 12 patients; medical intervention was not completed. 5 patients also experienced ventricular tachycardia (vt) which required electrical cardioversion. No further patient complications have been reported as a result of this event.